Event description:
I had an abbott spinal stimulator implanted. When doing the trial and considering this device, the medical rep for abbott assured me on multiple occasions that this particular device was MRI compatible because otherwise, I wasn't interested. It was implanted and then it needed a revision due to leads moving. During the revision, different leads were used that have now rendered my device as MRI not permitted. I was never consulted on this nor was I informed that this could be a possibility. I now need an MRI for a different issue and am not able to get one and will not be able to obtain one for up to 8 years until this particular battery runs out. I was never informed of this nor would I have consented to this! I feel it was misrepresented and I was lied to in order for my medical rep to receive payment. I now want it out as it is not effective or giving any relief and not being MRI compatible, but I am told I will have to go back to the surgeon and it will cost additional money. I feel this was negligence and deceptive business practices.